Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that the reservoir was damaged and reservoir kept falling out. The customer's blood glucose reading was 209 mg/dl at the time of incident. The product was returned for analysis.